Event description:
It was reported that the procedure was to treat a lesion located in the mid left anterior descending artery. The balance middleweight (bmw) guide wire was introduced across the lesion with no resistance felt. A non-abbott dilatation balloon was advanced over the guide wire without issue and used for predilatation; however, during retraction, the balloon catheter became stuck on the guide wire, which resulted in the separation of the guide wire tip. The guiding catheter, guide wire and balloon catheter were removed from the patient as one unit, leaving nothing in the patient. A new bmw guide wire was used to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.